Event description:
The procedure was coil embolization for gastroduodenal artery. During the air prep, the syringe (dcs syringe/lot unk.) Could not be pressurized. It was found the coil was already detached within the introducer. The product was not clinically used, and other new product was used to continue/complete the procedure. Additional information indicated that the coil was attached when it was removed from the package. After the delivery system was inspected, the coil introducer was not easily moved over the coil without detaching. A dedicated saline source utilized to fill the syringe. No damages were noticed on the syringe. Other than the reported event, no damages were noticed on the syringe, delivery system, or coil. The coil will be returned for analysis. The introducer was not damaged. It was reported the procedure was performed per IFU.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a gastroduodenal artery coil embolization when the trufill dcs syringe could not be pressurized during prep, it was noted that the coil was already detached within the introducer. The product was not clinically used, and another new product was used to continue/complete the procedure. Additional information reported that the coil was attached when it was removed from the package. After the delivery system was inspected, the coil introducer was not easily moved over the coil without detaching. There is no further information or details available regarding what happened after the coil was inspected and re-captured in the delivery system. It was reported that the introducer was not damaged and there was no further information regarding what caused the coil to detach. It was reported the procedure was performed per IFU. A dedicated saline source utilized to fill the syringe. Other than the reported event, no damages were noticed on the syringe, delivery system, or coil. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The embolic coil and introducer were not provided for evaluation. Several kinks were noted in the hypotube and support coil. The gripper was inspected under a microscope and it was found elongated and compressed. The reported event could not be evaluated. The damages found on the device, including the condition of the gripper may have contributed to the failure; however, it was reported that the coil was attached when it was removed from the package and there was no report of damage to the gripper at this time. Because the introducer was not received, dimensional/functional testing and conclusion regarding impact on the event cannot be determined. As reported, the inability to pressurize the syringe was due to the premature detachment of the coil, without any indication of syringe malfunction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470645 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inspections are in place to prevent these types of damages leaving from the facility. Based on the available information and the condition of the returned device; no conclusion can be made; however, there is no indication that the event is related to the manufacturing process. Procedural and handling factors may have contributed to the failure and the damages found; however the cause cannot be conclusively determined; therefore, no corrective actions will be taken at this time.